Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq pump software did not accurately adjust the amount of insulin delivered. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.